Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Separated. Did the I blade get damaged or break off? I blade was separated from the jaws. Is the jaw damaged but not broken off? Jaws were separated and broken off. Is the top jaw loose but not detached? Top jaw got separated from I blade. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Both of the jaws were separated from each other. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colon surgery, the jaws were broken during use. Fragments were generated but they were easily removed without additional intervention. The procedure was completed successfully. There were no patient consequences.